Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by a health care professional that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 350 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated they performed a 12 unit bolus with the customer and the pump history showed suspend alarms during the bolus but the pump did not have any alarms on screen during the bolus. The caller also stated the pump history did not show the delivered bolus. Troubleshooting was not completed as the pump was not available at the time of the call. The caller stated the customer was getting a lot of sensor updating, re-initialize sensor, and lost signal alerts. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected pump suspend during testing. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in pump history. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).